Manufacturer narrative:
The insulin pump passed the functional testing with no unexpected no delivery alarms, motor noise anomaly, or rewind anomalies noted. The insulin pump powered up properly after battery installation and had operating currents within specification. However, the insulin pump alarmed for a failed battery test due to a faulty battery tube. The insulin pump functioned properly after unplugging and plugging in the battery tube connector into the interface board. The insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the customer had issues with her high blood glucose levels. During the priming process the insulin pump's motor sounded like it was grinding. Her blood glucose level was 276 mg/dl. In the alarm history a bad battery and a no delivery alarm were found. The site had a little blood. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.